Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2015-04071 & 04072).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2013 due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2015 due to loosening.